Event description:
The duett pro was deployed following a percutaneous transluminal coronary angiography via a 6fr sheath in the right common femoral artery. Four days post procedure the pt presented with hematoma and pseudoaneurysm. The pt was taken to surgery where 2 pseudoaneurysms were repaired and clot was removed from the site. The event was resolved without further complications.